Event description:
The customer is not sure that the spouse's meter is giving the correct reading. During the troubleshooting process it was learned that several segments are missing from all three numerical postions in the display and that only the top portions of the numbers are visible. A request was made to return the meter for evaluation. In the meantime a replacement unit has been provided.